Event description:
The consumer reported that the patient went to see their health care provider (hcp) and met with their manufacturer representative on (B)(6)2016 for an adjustment. The patient was set at 2.9v and was told to increase if needed. The patient did not feel stimulation and the therapy was not on. Therapy was turned on and was increased from 2.9v to 3.2v and the patient wasn't able to feel stimulation. The situation was not resolved. The event date was noted to be (B)(6) 2016. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstance that led to the patient not feeling stimulation and their ins being turned off was that they had no difference in bladder. The steps taken to resolve the patient not feeling stimulation and the ins being turned off were that the patient changed programs and upped the stimulation 4 times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.